Manufacturer narrative:
The insulin pump was programmed with the correct date and time and no unexpected error alarms were noted during testing. The insulin pump passed the reset error test and the self test. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported that the customer received an unexpected restart alarm, as well as an external ram error alarm. Customer's blood glucose levels at the time 102mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.